Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal folded but failed to deploy correctly in the tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection verifies that the folded seal and tension spring assembly remained inside the loading device. The delivery device was not attached to the loader component and the plunger was not depressed. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.